Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4).

Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, due to the subject's preference, the pd modality changed to ambulatory peritoneal dialysis (apd). On an unspecified date, therapy with extraneal and physioneal was withdrawn (reason unspecified). On (B)(6) 2009, the subject experienced peritonitis. Constipation was the primary contributing factor to the event. Treatment for the event was not reported. On (B)(6) 2009 and (B)(6) 2010, clinical manifestations included abdominal pain. On (B)(6) 2010, the subject permanently changed to hemodialysis (reason unspecified). The subject had not recovered.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.